Event description:
It was reported that a patient stated that his inflatable penile prosthesis (ipp) no longer cycled and the reservoir exhibited fluid loss. The patient was physically and visually examined in the clinic. The pump bulb was found to be collapsed and failed to refill when tested. As a result, a surgical procedure was performed to remove and replace the device. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.